Event description:
Blood and lipid were noted to be backing up into total parenteral nutrition (tpn) line. Tpn extension set was found to be leaking at the connection site. On closer inspection, connection hub was found to be cracked. Infusion stopped. Charge nurse notified. Charge nurse attempted to flush PICC line with normal saline (ns). PICC line was found to be clotted.